Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device check, the ventricular lead exhibited noise. Isometrics could not replicate the noise. The patient would be monitored.